Manufacturer narrative:
Patient's identifier, age, sex, weight, date of event, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure patient experienced lack of primary stability.